Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the device became infected and was explanted. The patient stated that there was pain at the incision site where leads are. Patient¿s husband massaged the area continuously after implant. The healthcare provider (hcp) saw the patient this month and saw that the incision site was red and that there was pus coming out of it. The hcp decided to explant device due to possible infection. The issue resolved. The device was discarded.